Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) was isolated to the electrode belt's distribution node (dn) to rear te pulse wire being broken, causing the ecgs and tes to not be recognized. The belt did not pass falloff testing. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.